Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad was partially worn away and there were contact marks on the surface probe and the jaw. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was severely worn since the user continued activating output without contacting tissue (including after the tissue already cut). And it is highly likely that error occurred since the ptfe pad was worn and the probe contact with the metal part of the jaw. This report is being submitted as medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. After short time use, unk error occurred. There was no pt injury reported. Olympus medical systems corp (omsc) received the device and it was found that the ptfe pad of the device was severely worn on (B)(6) 2015.